Manufacturer narrative:
Qn#: (B)(4). Device (catalog #: de-12955-s) not sold in the us. Similar device/component sold in us.

Event description:
Customer reported that "dilator had no obvious defects before usage. Puncturing and placement of the guide wire was fine. Incision completed with scalpel. Dilator threaded; two times resisting was noted during vascular dilatation when dilator was advanced. Possibly dilatation of muscle and not vascular tissue occurred. The product could be removed completely but there is a tear in the dilator (possible splintering of the product in the patient not excluded). New product was used. Patient is fine, no further complications, no delay in procedure." No intervention reported.

Event description:
Customer reported that "dilator had no obvious defects before usage. Puncturing and placement of the guide wire was fine. Incision completed with scalpel. Dilator threaded; two times resisting was noted during vascular dilatation when dilator was advanced. Possibly dilatation of muscle and not vascular tissue occurred. The product could be removed completely but there is a tear in the dilator (possible splintering of the product in the patient not excluded). New product was used. Patient is fine, no further complications, no delay in procedure." No intervention reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator and lidstock for evaluation. Visual inspection of the dilator revealed that the tip was damaged. There were two slits in it causing the end to open and separate. Microscopic examination confirmed the damaged tip. The length of the catheter body measured 4.00" which is within specifications of 3.75-4.25" per dilator graphic. The outer diameter of the dilator body measured 3.441mm which is within specifications of 3.43-3.5mm per dilator extrusion graphic. The inner diameter of the dilator tip was not able to be measured accurately due to the damage on the dilator. A lab inventory guide wire was passed through the dilator with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "enlarge cutaneous puncture site with cutting edge of scalpel, if necessary, positioned away from guidewire." The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was split and separating, which is damage consistent with undue force being applied to the tip during an attempted insertion. The sample passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.